Event description:
It was reported the system 9800's image would become distorted when the c arm was rotated. It was further reported that the high voltage cable's insulation was damaged. There was not adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The high voltage cable was replaced. The system was tested and found to be working as intended and placed back into svc.